Event description:
Revision surgery performed in (B)(6) 2003 due to femoral periprosthetic fracture left knee with exchange of the rt-plus femoral component. The rt-plus knee system was initially implanted in (B)(6) 2003. This issue was described in documents that we have received to case (B)(4) right knee (your ref. 9613369-2016-00097).